Event description:
It was reported that post implant, the patient felt pulses in the left chest and right shoulder, which was determined to be phrenic nerve stimulation. The lead was repositioned and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.